Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-21. H6: investigation summary: one sample was received by hanscent, lot number is 20190323. Complaint issue investigation and process checking: a visual inspection of the sample received identified the foreign matter in the luer connector . It was wiped but was not removed so the oil stain has been excluded. After cutting open the connector , the fm was confirmed to be embedded into the body and immovable . Based on the manufacturing experience, such fm occurred before because of continually heating in injection machine and the pvc material got burnt. To confirm the assumption of the burnt pvc material, hanscent inspected the material cut from the extension tip luer connector body and the yellow foreign matter point by ftir. The spectrum of the two resembles in most part, in which the red line for the normal material in the luer connector, and the blue and green line for the burnt material. Conclusion is that the two materials are of the same nature according to the spectrum. Retention samples checking: 10pcs IV set cfne102h retention products of lot 20190323 have been checked for any foreign matter issue, and nothing found. DHR review: hanscent review the DHR including chamber injection and assembling record, there is no issue and all records conform to the manufacturing specification. Complaint history analysis: a similar complaint has been received in may. 2020 and the complained product lot no. Was 20190224, one month earlier than the current product under complaint. Measures have been taken to prevent this from happening. Root cause: from investigations, during the injection molding process, the material could get scorched because of the continuous heat and left over in the material barrel due to the interval between two operations. If the barrel is not cleared and cleaned thoroughly, there is a possibility that scorched material can be injected into the next batch of products. In summary root cause as follows: (1) the pvc luer connector material was burnt in injection machine with continual heating. (2) the scorched materials in the injection molding machine have not been cleared and cleaned thoroughly. The residual scorched material has therefore formed black foreign material. (3) the workers did not sort out the affected products thoroughly and carefully enough and the unqualified products went out to the next step processes. H3 other text : see h10.

Event description:
It was reported that extension cfne102h 90c hs ll contained foreign matter. The following information was provided by the initial reporter: "foreign matter."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used.

Event description:
It was reported that extension cfne102h 90c hs ll contained foreign matter. The following information was provided by the initial reporter: "foreign matter".